Event description:
It was reported that at implant, the device displayed the bipolar pacing impedance value as unmeasurable. Normal impedance values were measured when using the analyzer. The device was not implanted and a different device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found.